Manufacturer narrative:
The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2018, the customer confirmed that she developed thrush approximately one month ago and was prescribed an antibiotic. She indicated that the replacement pump was working without issue and her thrush was getting better. Medela clinical staff was in touch with the customer at her request on (B)(6) 2018 and provided her with information about thrush and instructions for cleaning the pump's parts and accessories. It cannot be definitively concluded that the pump caused or contributed to the customer's thrush. Reported issues of thrush were investigated under (B)(4) and the root causes were identified as: (1) lack of education/training to mothers on breast feeding and breast milk pumping; (2) insufficient guidance on breast shield sizing to prevent nipple trauma; (3) insufficient personal hygiene practices prior to breast milk pumping or breast feeding; and (4) no access to or not following the manufactures' instructions for the cleaning and sanitation of the breast milk pumping components. No corrective actions resulted as it was determined that detailed instructions are available and adequate in both printed and on-line formats for cleaning breast milk pumping equipment, personal hygiene, proper breast shield sizing to prevent nipple soreness/trauma, which can lead to skin breaches, allowing for the potential introduction of yeast.

Event description:
On (B)(6) 2018, the customer alleged to medela llc that her pump in style breast pump had milk backup, halfway up the tubing but not into the motor. She additionally alleged that she had thrush while using the pump, for which she was prescribed an antibiotic and a cream, though the pump was working fine and she loves it.